Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient¿s blood glucose (bg) for the last two weeks has been over 500 mg/dl, reading ¿high¿ on the meter with symptoms of not feeling well and hyperactivity. Customer support (cs) review found no changes have been made to the isf, and no significant changes have been made to the basal settings for some time. Basal setting was increased from 6am to 9am 0.375 to 0.400, and the iob was changed from 4 hour to 3 hour duration. Reporter changed to a new site and gave injections to get the bg down. Patient has resumed use of the pump. Cs instructed reporter to change to a new site location if the bg, is noted to continue to stay in the high range, and to consult with the health care provider regarding settings. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. Meter was not returned with the pump. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.